Event description:
Csf drain placed by anesthesia malfunctioned intraoperatively during taa repair. Integra csf drains -#910-120a- are placed pre-op by anesthesia to drain csf during thoraco-abdominal aneurysm repairs. Problems with three recent taa repairs within a 15-day span were reported. Reports of failure include: kinking, catheter clotting, inability to flush or aspirate the catheter. The catheters had to be replaced for two of three patients. The integra drains are used in conjunction with the codman drainage collection system.